Event description:
A caller reported receiving a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support educated the caller on maintaining a minimum of 80 units when reloading a cartridge and guided the caller through loading a new cartridge using the proper technique, which resolved the issue. The caller successfully resumed insulin delivery.